Event description:
It was reported that this right ventricular (rv) apex lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv apex lead was explanted. Additional information received indicates that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) apex lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv apex lead was explanted